Event description:
It was reported that the battery of this implantable cardioverter defibrillator was suspected to be depleting prematurely. The battery longevity dropped from 1 year to 3 months in a span of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator was suspected to be depleting prematurely. The battery longevity dropped from 1 year to 3 months in a span of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was explanted and another one was implanted instead. No adverse patient effects were reported.